Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and both anchors were returned detached from the device. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use in a meniscus repair surgery, after the t1 of the fast-fix was implanted, t2 was deployed simultaneously. All the ts were removed from the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.